Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('failed essure/ complete tube not occluded/ left tube is completely occluded but right tube- 50% blocked/ left essure in tube and right 75 % in uterine cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, cramp in lower abdomen, hypertension, anxiety, acid reflux (oesophageal), fibromyalgia and familial hyperlipidemia. Concurrent conditions included menorrhagia and nabothian cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain/pelvic pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: complete tube not occluded; on (B)(6) 2015: essure devices are seen bilaterally and appear normal with respect to location however, approximately 50% of the right essure device appears located within the uterine cavity. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('failed essure/ complete tube not occluded/ left tube is completely occluded but right tube- 50% blocked/ left essure in tube and right 75 % in uterine cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, cramp in lower abdomen, hypertension, anxiety, acid reflux (oesophageal), fibromyalgia and familial hyperlipidemia. Concurrent conditions included menorrhagia and nabothian cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain/pelvic pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: complete tube not occluded; on (B)(6) 2015: essure devices are seen bilaterally and appear normal with respect to location however, approximately 50% of the right essure device appears located within the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.